Event description:
It was reported that premature battery depletion was observed on the device following implant. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The event of premature battery depletion was confirmed. The device was at end of life (eol) level upon receipt. Analysis of the device image indicated sudden voltage drop in the battery level. No header anomaly was noted. Further testing after cutting open the device revealed anomalous current drain from a defective capacitor, consistent with the reported issue of unusual battery depletion. The longevity assessment indicated the device did not meet its projected longevity and is considered premature depletion.